Event description:
Male admitted with diagnosis of recurrent nonunion rt proximal humerus, failed hardware. The pt underwent im (intramedullary) nailing of rt humerus in 2005. He then underwent removal of im nail and take down nonunion with orif (open reduction internal fixation) and bone allograft placement in 2006. The pt had been doing well until recent when he complained of a snap while he was exercising. He was seen at orthopedic's office, x-ray revealed the bone plate had broken at the central portion. He was admitted for right humeral removal of hardware and open reduction internal fixation on nonunion with plating and bone allograft.